Manufacturer narrative:
Investigation summary: one sample was received. One photo was provided. The sample has no barrel label. The photo shows the syringe with no barrel label. When the machine stops and re starts again it may have a missed the barrel label and escaped; there are no additional controls to detect it. At the plunger rod labeler process, we have a sensor which is challenged at the shift start. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that label error was found before use with a syringe 3ml saline  fill ce. The following information was provided by the initial reporter, "without label."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error was found before use with a syringe 3ml saline  fill ce. The following information was provided by the initial reporter, "without label."